Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A surgeon reported a system message displayed before surgery. The surgeon canceled seven cases. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and replaced the power supply and pcb. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).